Event description:
In 2008, clinician applied emdogain in a furcation defect grade ii on tooth #47. Patient experienced wound infection 1 day post-op with beginning abscess. The infected area was cleaned, rinsed and drained on the day following surgery.

Manufacturer narrative:
In 2008: based on the article and lot number provided, the batch documentation was reviewed. This review showed that the product was manufactured according to specifications. A review of the manufacturing documentation for this lot of straumann emdogain does not indicate that the infection was caused by the product. The aseptic packaging of emdogain adds additional security to aseptic handling of the material as sterile delivery of the primary container of the syringe with straumann emdogain into the sterile field is possible. The risk of an infection is inherent to all surgical procedures and can be to pre-existing infections (diagnosis dependent), unsterile processing during surgery(treatment dependent), use of unsterile product (material dependent) or inadequate postoperative care. This investigation has been completed; therefore, straumann considers this MDR to be closed.